Event description:
The customer reported the generation of low anion gaps for two (2) patient results on their dxc 600 pro instrument. The customer reran the samples on a different instrument and indicated the high sodium results caused the low anion gaps. No erroneous results were reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as a defective sodium electrode. The fse replaced the sodium electrode to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(6).